Event description:
It was reported by the affiliate that the (1) tvc55 was used during a gastrectomy procedure. (Total) it was reported that the surgeon could not fire the device due to safety lockout. The case was completed with another instrument and with no pt consequence.